Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this device, and another manufacturer's right atrial (ra) lead, was admitted to the hospital due to chest pain, nausea, and shortness of breath. Interrogation of the device found oversensed noise was present on the ra channel and a high out of range ra pacing impedance measurement. No adverse patient effects were reported.